Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient age, dob & weight not provided for reporting. This report is for unk - radial head/unknown lot number. Not explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a radial head and stem on (B)(6) 2015. There was no delay in surgery. Upon follow up, the surgeon noted the presence of osteolysis that was observed on x-ray. Subsequently, it was identified that the radial steam was loose, date unknown. This complaint involves two (2) devices. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Manufacturing location. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.